Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) "stent kinked". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic pigtail stent was used during a pancreatic stent placement procedure in the pancreas on (B)(6) 2016. According to the complainant, while loading the stent onto the guidewire, the stent was noted to be bent. While attempting to advance the device along the guidewire, the proximal end of the guidewire exited through the rapid exchange channel instead of exiting through the center lumen of the end of the catheter. The procedure was completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event.